Event description:
The patient's mother again reported that she is concerned about the patient's battery as the patient continues to have increased seizures. The patient was taken to the ER recently after falling during a seizure and suffered a dislocated shoulder. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patients generator was explanted. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that the patient had two seizures one week and two the week before that, which was noted to be an increase. It was noted that the patient does have sporadic seizures, but the patient has had several seizures in the last 6-8 weeks. The patient is on many medications. The patient's mother is worried that the vns battery is getting low as the vns has not been checked in years. The patient can still feel stimulation. No other relevant information has been received to date.